Event description:
Patient was being treated with penumbra 400 coils for a left sigmoid sinus arteriovenous fistula. A penumbra pxslim45 microcatheter was being used for access at the distal nidus of the arteriovenous malformation. While positioning the pc400 coil, the coil prolapsed back on itself, kicking the pxslim45 out of the targeted portion of the arteriovenous malformation. While attempting to pull the pc400 coil back into the microcatheter, the pusher became disengaged from the coil, and the coil prematurely detached in the microcatheter. The coil was successfully deployed in arteriovenous fistula out of the end of the microcatheter with the pusher without any negative consequence. There was no coil left in the end of the pusher, indicating the coil prematurely detached and did not break.

Manufacturer narrative:
Results: the proximal end of the pusher assembly still has the pet lock in place, and the distal end is clear of all parts of the coil. There appears to be no damage to the pusher assembly. The distal detachment tip i.d. And the pull wire o.d. Were measured and both were within specification. The pusher is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the coil unintentionally detached inside the microcatheter and the coil was pushed inside the treatment vessel successfully. The proximal pet lock is still intact indicating that the coil was not detached using the handle. Based on the description of the case and the observations made during the investigation, it appears that the coil pulled from the distal detachment tip (ddt) of the pusher assembly under tension without breaking the coil. This can occur if the coil is manipulated in the patient and pulled against resistance, exceeding the strength of the ddt mechanism and interaction between the distal detachment tip, coil proximal constraint ball, and pull wire. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.